Event description:
There was no patient reached. The product was used during diabetic training class. Participants had prepared lancing devices, sprung them back and discovered they are broken - lancet extends out through lancing device cap. Another lancing device cap was cracked on the side and unable to be used. Damaged. Patients noticed. Lancing device was removed and a new one provided for patient training. Lancing devices of glucometers: nova max plus glucometer serial # (B)(4) - broken lancing devices with lancet protruding beyond cap. Nova max plus glucometer serial # (B)(4) lancing device cap is cracked and damaged.